Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 16-jul-2015, a technical support specialist (tss) addressed the reported event where the customer informed that they had tsh api failure. Proficiency test samples were repeated in duplicate and samples were acceptable. Customer documented repeated values and changes in lab procedure. No further action required. The probable cause of the event was unknown.

Event description:
On (B)(6) 2015, a customer reported failed proficiency test (pt) for tsh api with their aia-360 analyzer. Customer reports failing 2 of 5 tsh api pt. Customer then repeated samples and now in acceptable range. Tsh ch 08 original 4.36 [2.9-4.35] rpt on (B)(6) - 3.39; ch 10 " 5.36 [3.51-5.22] " 4.15. Qc on day of testing 0.865, 6.211, 32.28, br 40860. Qc today is 0.727, 5.95, 27.97. While reviewing maintenance and sample handling, customer was advised to bring quality control (qc) and proficiency test samples to room temperature before testing and also perform the decontamination procedure in maintenance log. The customer is unable to run tsh patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting tsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.